Event description:
The customer obtained positively biased quality control results using vitros amon slides on a vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were affected and there were no allegations of harm. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The customer was unaware that the vitros 350 chemistry system user guide stated that ammonia based cleaners were not to be used on or near the analyzer. The investigation determined that the vitros 350 analyzer had been cleaned with an ammonia based cleaner. Ocd field service investigated, cleaning the incubator and replacing the incubator evaporation caps. The service activity returned the vitros 350 system to expected operation. The root cause of the positively biased amon results is user error.